Manufacturer narrative:
The investigation into this customer complaint has not been completed, and the root cause is not known. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported an incident involving a device's suction cup detaching during a rescue attempt. The following sequence of events was described: the device's suction cup fell off during the attempt to use the device on the patient. The customer attempted to re-attach the suction cup and restart compressions. Upon restarting, the device displayed a wrench icon, and the customer removed the device from the patient and proceeded with manual compressions. They reported that there was no patient injury related to this device use and the patient's outcome was not known.

Manufacturer narrative:
Root cause of the jammed compression module: the motor was found to be seized, with binding observed between the rotor and hub. Specifically, a 0.002" spacer would become stuck between the rotor and hub at various points around the diameter. This issue was evident both when the motor was installed as part of the engine assembly and when it was tested as a stand-alone motor. Root cause of the suction cup detachment: the suction cup's failure was directly related to the motor seizing. The seized motor prevented the compression module from performing its small piston extension at power-up (approximately 0.085" extension). Consequently, when the compression module was inserted into the frame, the piston could not properly engage with the suction cup, which was pre-installed on the frame. We confirmed that all three suction cups could correctly attach to the piston and the frame, ruling out any issues with the fit of the suction cup. The problem was isolated to the motor seizure.